Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was checked prior to docking and no damage was observed. The issue occurred during suturing, no collisions with any other instrument or tool were observed. Once the cable snapped the instrument was not usable, and the jaws could not be closed. There was one frayed cable visibly protruding from the distal end of the instrument, appearing to be the one that controls opening/closing of the jaws. Additionally, a review of the provided image was performed by an isi failure analysis engineer, the instrument appeared to have a broken grip cable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the mega suture cut needle driver instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suturecut needle driver cable snapped. The procedure was completed with no reported injury or delay using a backup instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable. The complaint was confirmed by failure analysis. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.